Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm."

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016 ¿ correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2016 with the following findings: review of the black box data and alarm history revealed multiple replace battery alarms; the voltage was not low at time of alarms. On investigation, during rewind, the pump emitted a replace battery alarm. Complete testing was not possible due to this alarm. Inspection of the pump¿s interior compartment revealed moisture damage to the printed circuit board; this was determined to be the cause of the recurring replace battery alarms. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.